Event description:
It was reported that the pulse generator was being replaced due to nearing elective replacement indicator. During the procedure, diathermy was used for pocket dissection, after which cardiac monitoring showed output failure with complete heartblock and ventricular standstill. Preprocedure, interrogation had showed normal device parameters and function.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.